Event description:
It was reported that during a radial artery procedure, the clip was falling out when he fired the device. When he performed the second firing, the clip was still falling out. The procedure was completed with another device. Non patient consequences were reported.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good condition. The instrument was cycled and fed the clips within manufacturing requirements. The clip form was within manufacturing requirements. The instrument was fully functional and conforming to manufacturing requirements. No dropping or ejecting clips were noted. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.